Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change the patient experienced cardiac arrest. When an electrocautery was used the implantable pulse generator (ipg) reset and switched modes. The ipg was returned to the pocket and reprogrammed. The ipg was then removed and replaced. No further patient complications have been reported as a result of this event.